Event description:
It was reported that on literature review "lengthening of the humerus using a motorized lengthening nail: a retrospective comparative series", one patient was treated with an external fixation system (either ilizarov or taylor spatial frame) in the left arm to solve a post-traumatic growth arrest issue. 2 years postremoval of the fixator, this patient underwent a release of multiple tethered pin site scars. The complication was classified as grade 3 in the cd grade. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.